Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant, the leadless implantable pulse generator (ipg) had a low longevity estimation. It was noted that the low longevity estimation was based on the short implant time and high programmed outputs. The ipg remains in use. No patient complications have been reported as a result of this event.